Manufacturer narrative:
This incident was not reported to applied medical. We located on the department of health and human services website; however the report did not contain the hospital name hence we could not request the return of the event sample for our investigation. A device history report of the incident will be conducted and a follow-up report will be sent within 30 days or upon completion of the evaluation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Incident as reported: robotic assisted hysterectomy with bilateral salpingo - oophorectomy - "applied medical trocar kii fios first entry ref ctf71 120x150mm cracked during a robotic surgery."